Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the sds (stent delivery system) was returned for analysis. The stent was not present on the balloon when the device was analysed. Evidence of stent crimping marks were visible on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at 6.5cm distally from the proximal end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 20x3.5mm, eccentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 32 x 3.00mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.